Event description:
It was reported device fractured. A guidezilla guide extension catheter was selected for use in the 90% stenosed right coronary artery. During the procedure inside the patient, the connector of the guidezilla was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed the distal shaft and collar area was partially separated. Inspection of the rest of the device found no damage or defect with the device.

Event description:
It was reported device fractured. A guidezilla guide extension catheter was selected for use in the 90% stenosed right coronary artery. During the procedure inside the patient, the connector of the guidezilla was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.